Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported a trocar broke when inserting in the patient's eye during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. One opened trocar hub and cannula were received in a specimen container for the report of broken. The returned sample was visually inspected and found non-conforming with the cannula separated from the hub. Adhesive was present on both the cannula and the trocar. A photo of the product is attached to the parent complaint and has been reviewed by the manufacturing site. The photo confirms that the hub is detached from the cannula. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).